Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge 19) occurred with multiple cartridges during the load process. The customer's blood glucose levels were not impacted. Reportedly, the customer was able to reload a cartridge each time, to resolve the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.